Manufacturer narrative:
E1: phone number:(B)(6). This supplemental report is being submitted to provide the results of the final investigation. A definitive root cause of the reported issue could not be determined since the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic was chipped on the tip. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: h3 and g3. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/31/2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.